Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/20/2014 with the following findings: the pump¿s black box showed a replace battery alarm on (B)(6) 2014 at 03:01 followed by multiple pump reboot events. The battery compartment was cracked from the threads to the bumper pad and from the bumper pad to the cover. The returned battery cap had stripped threads and could not fully attach to the pump. The pump reboot events were duplicated with the returned battery cap. A new test battery cap was able to carefully attach to the pump. A 24 hour duration test was successfully completed with a test battery cap and the returned cartridge cap. The pump cover was removed and there was no evidence of internal moisture or damage to the power circuit found.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump would not power on and the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.